Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported leakage. Description: incident - evn25792216- the line was changed at 1600. The reporting caregiver changed the clave because the PICC line had backed up and there was blood in the clave. At 1730, she noticed that there was a wet spot on the pillow prior to doing cares. The caregiver then placed a sterile towel under the clave to confirm that there is leaking. Clave changed again at 1845.

Manufacturer narrative:
One sample model mz1000-07, lot 25065384 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and leak was immediately coming from the weld on the maxzero. Visual inspection under a microscope showed a gap between the weld line. From the manufacturing investigation, after revision of the machine stations and reviewing welding parameters it was not possible to identify what cause the condition in the component. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.